Event description:
A patient (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. On (B)(6) 2010, the patient was injected with 2.0 ml of coaptite - lot 1018370. On (B)(6) 2010, the patient was injected with 1.0 ml of coaptite - lot 1018598. On (B)(6) 2010, the patient injected with 2.0 ml of coaptite - lot 1018987. On (B)(6) 2010, the patient was injected with 1.0 ml of coaptite - lot 1019527. On (B)(6) 2011, the patient reported urinary urgency. The patient has night time urgency due to nocturia. The patient was treated with hctz medication and lower extremity compression stockings, this is on-going. On (B)(6) 2011, the patient had urinary tract infection (uti) and was prescribed antibiotics. On (B)(6) 2011, the patient was resolved. On (B)(6) 2011, the patient had a urinary tract infection (uti) and was prescribed antibiotics. On (B)(6) 2011, the patient was resolved. On (B)(6) 2011, the patient reported urge incontinence that is on-going. The patient was given an anticholinergic (enablex).

Manufacturer narrative:
(B)(4). Lot number: 1018598, expiration date: 04/2013, implant date: (B)(6) 2010. The physician assessed the urinary urgency as mild and definitely not related to the device. The physician assessed the (B)(6) 2011 uti as mild and definitely not relate to the device. The physician assessed the (B)(6) 2011 uti as mild and definitely not related to the device. The physician assessed the urge incontinence as mild and definitely not related to the device. P/n: (B)(4), lot: 1019527, exp: 06/2013, date of manufacture: 06/2010, injected by a health professional. P/n: (B)(4), lot: 1018987, exp: 05/2013, date of manufacture: 05/2010, injected by a health professional. Implanted date: (B)(6) 2010, lot: 1018987. Implanted date: (B)(6) 2010, lot: 1019527. The device history records for the reported lot numbers were reviewed, all required testing specifications were met prior to release, no abnormalities noted.